Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found tears on footplate. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a cc4204a, +20.5 diopter, implantable collamer lens because the incision was not big enough and the lens was scratched during injection. The reporter stated that the scratch was noticed after implantation but that the lens could have been scratched and just not noticed. The lens was removed within the same surgery and the back-up lens was implanted. The incision was enlarged to remove the lens, no suture needed. There was no patient injury.

Manufacturer narrative:
The reporter indicated that the surgeon implanted and removed a cc4204a intraocular lens of +20.5 diopter as the incision was not big enough and the lens could have been scratched during injection. The reporter stated that the scratch was noticed after implantation but that the lens could have been scratched and just not noticed. The lens was removed within the same surgery. A back-up lens was implanted. The incision was enlarged to remove the lens, no suture needed. There was no patient injury. (B)(4). Method: no additional similar complaint type events were found within the associated lot. (B)(4).